Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture in the battery compartment. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: review of the black box showed evidence of a ((B)(4)) replace battery alarm after a power on reset event on (B)(6) 2016. A ((B)(4)) low battery warning did not precede the replace battery alarm due to the fact that the battery voltage was already below the low battery warning threshold. No battery cap returned with the pump for investigation. All testing was performed with a test battery cap. The battery cap was unable to fully tighten because the battery compartment was cracked from thread area to case seal. There was visible evidence of moisture contamination inside battery compartment. The pump case was cracked in upper right corner of display area. The electrical current draws were measured and were within required specifications. Leak testing revealed a leak at the battery compartment crack. The pump case was removed for investigation and revealed evidence of additional moisture inside pump. A "battery life" issue was not duplicated during the investigation. (B)(4).